Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e129 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Service order report, #(B)(4), feedback: the service technician dismantled and cleaned all of the instrument's pump heads. The service technician also cleaned the instrument's pump deck and then successfully performed the system checkout procedure. A photo analysis was conducted for this complaint. A review of the photos confirmed the leak. The photos indicated that the recirculation pump loop tubing had become detached from the t-connector within the pump tubing organizer (pto). The cause for the leak was the detached tubing. The root cause for the detached tubing could not be determined based on the available information. A review of the device history record did not identify any related nonconformances. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a leak in the recirculation pump tubing segment. The customer stated that the leak occurred during photoactivation. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was ok. Service was requested. Photos were submitted for investigation.